Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision. Asr resurfacing - left. Reason(s) for revision: alval / soft tissue reaction and pain. Update - amended revision date, taken from claimsuite dated 7th july 2014. Update - 24 july 2014 - corrected manufacturing date for head. Update rec'd 24 july 2014 - (B)(6) have confirmed that this patient is a resurfacing to xl patient, the (B)(6) 2007 date is the revision of the resurfacing head and the (B)(6) 2012 date is the revision of the xl components.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this case closed to CAPA.

Event description:
Asr revision.asr resurfacing - left.reason(s) for revision: alval / soft tissue reaction and pain.update - amended revison date, taken from claimsuite dated (B)(4) 2014.

Event description:
Asr revision: asr resurfacing - left. Reason(s) for revision: alval / soft tissue reaction and pain.